Event description:
It was reported by service report that the head left caster rubber tread is coming off affecting brake functions and mobility. No pt involvement or adverse consequences are reported.